Manufacturer narrative:
(B)(4). The investigation of this complaint is in progress at the time of this report.

Event description:
The customer complaint alleges that "in the testing test before the use, the anesthesiologist checked a problem with the cuff, the cuff not inflate". No report of harm or injury to patient. A new tube was used. Patient condition was reported as "fine".

Manufacturer narrative:
(B)(4). A device history record (DHR) review was performed and there were no issues found that could relate to the reported complaint. The sample was returned for evaluation. A visual exam was performed and no defects were observed. The cuff pressure of the tracheal clear cuff and the blue bronchial cuff were inflated to 25mbar using a calibrated endotest meter. It was observed that the blue cuff deflated rapidly after inflation while the clear cuff remained inflated. The sample was submerged under water and no air bubbles were observed coming from the clear cuff, whereas air bubbles were observed coming from the blue cuff. The area of leakage on the blue cuff was observed under magnification and it was found that there was a cut mark on the cuff. The cut mark closely resembles that made by scissors. Based on the investigation performed, it was found that the blue cuff would not stay inflated. There is 100% leak testing performed at the manufacturing facility after the tubes are assembled; therefore, a defect of this type would be detected prior to release. It is possible that the defect may be caused by the end user handling method prior to use on the patient.

Event description:
The customer complaint alleges that "in the testing test before the use, the anesthesiologist checked a problem with the cuff, the cuff not inflate". No report of harm or injury to patient. A new tube was used. Patient condition was reported as "fine".